Event description:
Pt was hospitalized in the ICU of the hospital and required a cardiac resynchronization using the device. The clinician used the external paddles of this device to provide a synchronized shock. The first shock was unsuccessful. The clinician provided another shock and, according to the reporter, the paddle plate electrode of the apex paddle came apart from the paddle when the paddles were withdrawn. Two additional shocks were administered to the pt using a defibrillator from another ward. The pt was successfully cardioverted.

Manufacturer narrative:
Physio-control supplied a replacement paddle, and then proper device operation was observed. The device was returned to use.